Event description:
It was reported that the patient was taken to the hospital and is currently in the intensive car unit; details and nature of hospitalization was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.